Event description:
It was reported that the patient¿s father contacted support stating that the patient did not have enough infusion sets to last until the next scheduled distributor shipment and that the distributor was unable to move the shipment date. As a result, a goodwill order was initiated to provide additional infusion sets. At the time of the initial contact, blood glucose levels were reported as not affected. During a follow-up call, clarification was provided regarding the supply shortage. The patient¿s family reported that several infusion sets had been changed early due to elevated blood glucose levels, following a precautionary approach of changing supplies when concerns arose. On one occasion, a cartridge was noted to be leaking, though the specific timing of that event was not recalled. The patient experienced elevated blood glucose levels for approximately three hours during one of these events. Blood glucose was corrected by changing the infusion set, after which the device brought levels back down. The device provided alerts for high blood glucose. Assistance from the patient¿s parents was provided out of kindness, not due to patient incapacity. No medical intervention, symptoms, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.